Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. It was noted that a test was performed on the phrenic nerve and no movement was seen. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eight applications were performed with balloon catheter 2af284 lot number 53856 without any issues. The clinical issue (phrenic nerve injury) was encountered during the procedure. The reported balloon catheter was not returned for investigation. Inc conclusion, there is no indication of product performance related to the clinical issue. If information is provided in the future, a supplemental report will be issued.